Manufacturer narrative:
(B)(4). Device evaluation summary: the condition of a colleague infusion pump with an air in line alarm was confirmed in the pump's event history by a baxter service technician. This condition was caused by the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4) a service history review revealed that this device was previously serviced for the reported condition. During previous service, the air in line printed circuit board was recalibrated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Event description:
The facility reported a colleague infusion pump with an air in line alarm. This event was reported to have occurred after delivery. During product evaluation, a baxter service technician discovered this event occurred four times, and also found the air in line printed circuit board was out of calibration indicating this may have been a false air in line alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.